Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery and the load sequence. Customer's blood glucose bg) level ranged from 400 mg/dl to being displayed as "high"; however, an additional specific value was not provided. A manual injection was administered to address elevated bg. Customer loaded a new cartridge to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.